Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by vomiting, diarrhea, fever, abdominal pain and cloudy peritoneal dialysis (pd) effluent. On the same day as diagnosis, the patient was hospitalized for bacterial peritonitis. On unreported date(s), the patient was retrained on aseptic technique and the patient began treatment for the event with unknown antibiotics (doses, frequencies, and routes not reported). Twenty days after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis was not resolved, the patient was not recovered, and dianeal therapies were ongoing. No additional information is available.